Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Costantinou, marios, jhanji, vishal, jing, xie, lamoreux, ecosse l., boffa, umberto, taylor, hugh r., vajpayee, rasik b., and franzco, m.s..a randomized, single-center study of equivalence of 2 intraocular lenses used in cataract surgery. Ophthalmology; 2013; 120:482-488. (B)(4).

Event description:
The author of a literature article reported that a ruptured posterior capsule occurred in one of the study patients. The iol was ultimately implanted in the anterior chamber. The purpose of the study was to compare the outcomes of two intraocular lenses (iols) to treat age-related cataracts. There was no significant difference between the two groups with regard to visual functioning or the incidence of adverse surgical events. The postoperative course was uneventful in all the patients in both groups at the end of 1, 6, and 12 months. No further information is expected.